Manufacturer narrative:
With no cassette in hand, root cause analysis of the issue is limited. Based on a review of return, complaint, and inspection data of all cassettes manufactured with the same base and lid, no abnormalities were noted. The evaluation will be updated when/if the cassette is received. The reprocessing of hu-friedy dental hand instruments and accessories states "inspect all instruments after the cleaning and rinsing step for corrosion, damaged surfaces, and impurities. Do not use damaged instruments.

Event description:
Hygienist was punctured by this cassette that had an unfinished edge on the tab. The hygienist was not severely injured. No medical intervention required.